Manufacturer narrative:
(B)(4). Batch #: v95416. Investigation summary: the product was returned to for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no damage to the external components. Upon visual inspection, one malformed clip was noted to be stuck between jaw and cam. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed fourteen conforming clips. In addition, the device locked out as intended. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: excessive tissue manipulation with clip in jaws may result in clip dislodgement. Excessive tissue manipulation with clip in jaws may result in clip dislodgement. Avoid firing the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to release the clip prematurely." As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clip was ejected from the device when it was fired outside the patient for functionality. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.